Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not alert to changes in blood glucose. The customer's blood glucose reading was 323 mg/dl and 166mg/dl at the time of the call. During troubleshooting, it was found that the pump failed the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functioned properly. Drive support disk was inspected and no anomaly was noted. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.